Event description:
A report was received that the patient developed an infection at the ipg site. The patient was prescribed a round of antibiotics but if it did not work, the physician will have to remove the device. No further course of action at this time.